Event description:
It was reported that the cylinder strength if the inflatable penile prosthesis (ipp) device was weak so they added saline to the reservoir. Only an accessory kit was used and no components were removed.